Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead. Visual inspection: it was noted that blood was observed in/on the helix/lobe mechanism.

Event description:
It was reported there was positioning difficulty with the atrial lead at implant attempt. Forty turns were required to extend the helix, and it could not be retracted. It was finally retracted with a straight stylet fully buried. After extraction, the helix extended and retracted smoothly. The device was not implanted. No patient complications have been reported as a result of this event.